Event description:
It was reported that the patient with this implantable pacemaker experienced pain and discomfort. Boston scientific technical services (ts) recommended patient to keep normal doctor's appointments. This device was surgically repositioned and remains in service. No adverse patient effects were reported.